Event description:
Add'l info rec'd from MFR 2/24/00: failure analysis of the returned device indicated that the customer used bone wax over the blood leak to eliminate further leakage from the site. Evaluation of the device by MFR's engineering dept concluded that the oxygenator leaked from the uv adhesive joint. The leakage was caused by a void in the uv adhesive joint. The leakage was caused by a void in the uv adhesive joint. Each oxygenator is pressure tested during the mfg process to verify the device's integrity. Mfg records indicate that this device passed the seal leak testing. MFR has re-evaluated this process to ensure this was an isolated incident, and not a recurring event.

Event description:
During the case when pt was on bypass a few drops of blood were seen on the outer casing of the heat exchanger along the anterior seam line. Over the course of the next few minutes (at the same blood flow rate and arterial line pressure) the blood leak steadily worsened to a continuous drip. At no time did blood spray or leak from the device as if under pressure. Bone wax, umbilical tape were used to stem the leak. Case was finished and no harm occurred to pt.